Event description:
It was reported that post op a laparoscopic adjustable band procedure during routine fills, the patient would fill restricted immediately after the fill, but the restriction would go away in a few days. During a routine fill, the pa noted that there was yellow fluid when the port was access to remove fluid. An adjustment was done under contrast and a leak was identified. The band was removed. During removal, the tubing strain release was noted to be missing. It had slid down the tubing and was retrieved. The band was replaced with a competitor band. The tissue and band were examined after removal. The tissue was very healthy, no infection detected. The band was filled with air put under saline solution and there were bubbles coming out. The band was then filled with saline solution and noted a small needle prick size pin hole just beneath the buckle directly below the tab. The band is currently with risk management.

Manufacturer narrative:
Date sent: 11/17/2009. Information is unavailable; device was not returned for evaluation.